Event description:
While performing preventative maintenance on the device, it was discovered by an authorized bench technician that the unit had experienced a therapy knob failure. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 26-mar-2021. Upon evaluation of the device, it was discovered that the unit had logged a therapy knob failure. As a result of the noted issue, it was advised that the therapy knob be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy knob. (B)(4) was provided to the customer to inform them that a therapy switch can be ordered and replaced by an authorized technician in the case of a component failure. The therapy switch was replaced and the unit was deemed fit for use. Following the repair, the unit was returned to the customer to be placed back into service. No further investigation or action is warranted.